Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak and the identified wear and deformation issues, as a partial circumferential break was noted on the attached catheter approximately 3.0cm from the distal end of the cath-lock. The surface of the partial circumferential break on the catheter attached was noted to be granular. Upon infusion, a leak was observed from the partial circumferential break on the catheter. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years and six months post placement procedure, the device allegedly fractured. It was further reported that the device allegedly had a leak. Reportedly port system was removed and replaced with another port system. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in common device name and ma/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that two years and six months post placement procedure, the device allegedly fractured. It was further reported that the device allegedly had a leak. Reportedly port system was removed and replaced with another port system. There was no reported patient injury.